Event description:
It was reported the pt was feeling pain at the ipg site when charging, as well as a heating sensation. In addition the pt feels a constant sensation at the ipg pocket. A replacement charger was sent to the pt. Further inquiry on the issue was unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.